Event description:
During a patient use event. The user is reporting the device continuously gave the "analyzing" voice prompt and did not proceed to a shock/no shock decision. The patient did not survive.